Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a coronary artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.